Event description:
After an implantation period of approx. 55 months, it was observed via homemonitoring that the device shows the eri status. The ICD was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.